Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information: procedure: low anterior rectum resection anvil detached from trocar; it seems as if the stapler head was not correctly attached. Tissue was on tension. The anastomosis was finished successfully with another device. No negative patient consequences."

Event description:
It was reported that during a laparoscopic sigma procedure, the anvil head was loose, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.